Manufacturer narrative:
The reported complaint of the solex 7 (lot # 95374) catheter leak was confirmed. A pinhole leak was observed at the middle of the serpentine balloon. The probable root cause for the reported complaint could be due to a latent material defect. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the serpentine balloon and in/out luered tubing's. During functional testing, all lumens were flushed without resistance, except the in/out port due to the clogged blood. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of the serpentine balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 95374.

Event description:
During warming phase of the ivtm treatment, the user noticed blood in the start-up kit (suk) tubing. The solex 7 catheter (lot # 95374) was removed from the patient and the treatment was continued using alternative method. After removing the catheter, the user flushed the catheter balloons with saline and noticed a pinhole leak in the balloon. The dwell time of the catheter was 8 to 10 hours. No patient consequence was reported.